Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical lift column power supply and bnc connectors. System operates as intended.

Event description:
It was reported that the vertical lift power supply and some bnc connectors were defective. No pt injury was reported.